Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent birth control. Shortly after the implant, she began suffering from cramping, abnormal prolonged menstruation, severe pelvic pain, menstrual pain, severe abdominal pain and depression. In (B)(6) 2015, she began suffering from abnormal heavy bleeding, pain during intercourse and severe low back pain. On (B)(6) 2016, tubal ligation and d&c were performed as definitive solution to her complications. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal, heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (with tubal ligation and dilatation and curettage). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality-safety evaluation of product technical complaint (ptc) received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal, heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident because device removal was required (with tubal ligation and dilatation and curettage). Other nonserious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6)2009, the patient had essure inserted. In october 2014, the patient experienced menorrhagia ("abnormal prolonged menstruation") and vaginal haemorrhage ("abnormal vaginal bleeding"). In january 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pan during intercourse") and back pain ("severe low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping / severe abdominal pain"), dysmenorrhoea ("menstrual pain"), depression ("depression"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2016 and total hysterectomy (uterus and cervix removed) on (B)(6)2017) and surgery (d&c). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the abdominal pain, menorrhagia, dysmenorrhoea, depression, dyspareunia, back pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: the pfs received: the event vaginal bleeding,abdominal distention,cramping added,events outcome added,lot number added,reporter added,lab data added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding") in a 25-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included muscle cramp, gallbladder operation, c-section, uterine dilation and curettage, endometrial ablation and multigravida. Concurrent conditions included shortness of breath, acute bronchitis, pain in limb, hypertension, endometriosis, menses irregular with excessive bleeding (excessive and frequent menstruation with irregular), anxiety, post coital bleeding, paratubal cyst, uterine bleeding and chronic pain. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 30 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal prolonged menstruation") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("severe low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping / severe abdominal pain"), depression ("depression") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy & total hysterectomy (uterus and cervix removed)/dilation and curettage) and surgery (d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and abdominal pain lower had resolved and the abdominal pain, menorrhagia, dysmenorrhoea, depression, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, patient had laparoscopic bilateral salpingectomies, dilatation and curettage, endometrial ablation via nova sure technique on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion on (B)(6) 2009, there was 3 coils noted on the right side and 4 coils noted on the left side. On (B)(6) 2016: pathology diagnosis: right and left fallopian tube: fallopian tube with fimbria (x2) without significant histopathologic change. Paratubal cysts and walthard nest. Both fallopian tubes have essure. Endometrial curettage: disordered proliferative endometrium. Polypoid fragment of endometrial tissue with cystic changes consistent with endometrial polyp. Fragments of benign squamous epithelium and endocervical tissue with squamous metaplasia. Gross: right and left fallopian tube. The tube has essure inserted into its lumen, also separate segment of fallopian tube without fimbria shows essure inserted into lumen of tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, depression, pelvic pain, abdominal distension, abdominal pain lower. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Reporter information. Event bloating was recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding") in a 25-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included muscle cramp, gallbladder operation, c-section, uterine dilation and curettage, endometrial ablation and multigravida. Concurrent conditions included shortness of breath, acute bronchitis, pain in limb, hypertension, endometriosis, menses irregular with excessive bleeding (excessive and frequent menstruation with irregular), anxiety, post coital bleeding, paratubal cyst, uterine bleeding and chronic pain. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 30 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal prolonged menstruation") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("severe low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping / severe abdominal pain"), depression ("depression") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy & total hysterectomy (uterus and cervix removed)/dilation and curettage.) And surgery (d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and abdominal pain lower had resolved and the abdominal pain, menorrhagia, dysmenorrhoea, depression, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, patient had laparoscopic bilateral salpingectomies, dilatation and curettage, endometrial ablation via nova sure technique on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion on (B)(6) 2009, there was 3 coils noted on the right side and 4 coils noted on the left side. On (B)(6) 2016: pathology diagnosis: right and left fallopian tube: fallopian tube with fimbria (x2) without significant histopathologic change. Paratubal cysts and walthard nest. Both fallopian tubes have essure. Endometrial curettage: disordered proliferative endometrium. Polypoid fragment of endometrial tissue with cystic changes consistent with endometrial polyp. Fragments of benign squamous epithelium and endocervical tissue with squamous metaplasia. Gross: right and left fallopian tube. The tube has essure inserted into its lumen, also separate segment of fallopian tube without fimbria shows essure inserted into lumen of tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, depression, pelvic pain, abdominal distension, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.